Event description:
On december 23, 2014, the gender, age and identifier of four (4) pts from who tissue was not diagnosable was received by leica biosystems. The complainant did not provide info as to whether the undiagnosable samples had been processed using either peloris ii tissue processor serial number (B)(4) or peloris ii tissue processor serial number (B)(4). As a consequence, a medwatch MFR report for each of the four (4) pts has been submitted for both instruments. Refer to MFR report# 8020030-2014-00061 submitted for peloris ii tissue processor serial number (B)(4) and #8020030-2014-00066, 00067, 00068 for specific details of the other pts involved.